Event description:
It was reported that during surgery the blades were blunt. The device did not mesh properly. There was no patient impact. There was a five-minute delay, and another device was used to complete the procedure. Due diligence is complete as multiple attempts were made; however, no further information is available. As no additional information is available, we are unable to provide further information.

Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). G2: foreign: switzerland. Customer has indicated that the product is in process of being returned to zimmer biomet. Once the product is returned and the investigation is complete, a follow up/final report will be submitted.

Event description:
No additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections have been corrected/updated: b4, b5, d2, d4, d9, g1, g3, g6, h1, h2, h3, h4, h6, h11 complaint can be confirmed through the returned product analysis. Review of the most recent repair record determined the device passed the sample mesh test during evaluation. The cutter was damaged, the bottom roller was discolored, and the ratchet failed. The cutter, bottom roller, and ratchet gear were replaced and resolved the reported issue. DHR was reviewed and no discrepancies related to the reported event were found. Root cause has been identified as component failure as the device exhibits wear and tear from repeated use. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.